Manufacturer narrative:
The customer contacted a siemens customer care center and reported that communication errors were triggered by the dimension exl with lm instrument. The customer also indicated that a burning smell and smoke were emitted from the instrument. As per siemens' instructions, the customer removed the diaphragm and performed a controlled power down of the instrument. Then, the customer inspected the instrument, replaced the heat torch assembly, and rebooted the instrument, which returned the instrument to normal operation. Quality controls and a system check was performed and both recovered acceptably. Siemens further investigated the issue and determined that the communication errors are generated when a control unit cannot communicate with a component, such as a motor, which results in the instrument freezing in the current mode of operation. If the communication error occurs while the heat torch is on, the heat torch will remain on and eventually burn out and emit a burning smell. Smoke may also be a byproduct of the burned heating element inside the heat torch. Replacement of this part is considered normal troubleshooting or maintenance for issues of this nature. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a burning smell and smoke emitted from the diaphragm of a dimension exl with lm instrument. There are no known reports of delay in patient testing, impact to patient care or adverse health consequences due to the event.